Event description:
It was reported that 3 patients underwent revision surgery due to periprosthetic fracture after a fall. Due diligence is in progress for this complaint; to date, no additional information has been received.

Manufacturer narrative:
(B)(4). Report source - foreign- switzerland report source - literature- journal article. Mid-term outcomes following transfemoral revision of total hip arthroplasty for vancouver b2/b3 periprosthetic fractures. (B)(6) 2014. Thomas schöfl, anna-katharina calek , vilijam zdravkovic , pia zurmühle , andreas ladurner (2021) https://doi.org/10.1016/j.injury.2021.11.036. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. The root cause of the reported issue is attributed to patient trauma (fall). It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event.